Manufacturer narrative:
(B)(4).

Event description:
It was reported that t1 and t2 deployed simultaneously from the fast-fix 360 reversed curve device. Both implants were removed from the patient. A backup device was used to complete the procedure. There was a delay of less then 10min. No patient harm was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device investigation narrative - one fast-fix 360 reversed curve needle delivery systems were returned for evaluation. No ts or suture remain on the needle or were returned. The insertion needle is bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the aforementioned damage. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).